Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). During intra-operative the flexible segment broken at both ends. Indication: l5 / s1 both ends of the flexible members are broken - but not fallen off with the broken instrument was operated up to the end. No operative time extention. No other patient risk.